Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported the parkinson¿s disease patient experienced ¿rejection¿ of their implantable neurostimulator (ins) as of (B)(6) 2015. It was further reported the patient¿s ¿wound healing was not good¿ and the patient had inflammation that occurred 10 days after implant. The patient¿s physician ¿disinfected the wound and sutured it¿ as a result. The patient was ¿living in the hospital for observation¿ at that time. It was noted the ¿patient determined the event was due to a rejection reaction.¿ four days later it was noted the ¿surgery was successful¿ and that the ¿patient was good¿ at that time. There were ¿no adverse events reported¿ as of four days after the disinfection of the wound. It was noted the patient did not have diabetes or an antiagglutinin history and the patient¿s physician did not perform a bacterioscopy of the wound. Additional information indicated that as of (B)(6) 2015 the patient¿s ¿red and swollen¿ wound had improved and the patient had left the hospital. It was noted the patient was to ¿disinfect the wound every day¿ following leaving the hospital.